Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the patient thinks it¿s because it was depleting and didn¿t realize it was off. She¿s going to check it before and after she charged to make sure. The patient will call the rep if it happens again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was rep reports patient (pt) said her ins is turning off. Rep said the report show that sometimes the ins depletes to 0 but the rep was unable to check the date because the ins date was set wrong. Rep corrected the ins date. Pt is on a high rate program and does not feel the stimulation so she does not know when it turns off. Pt said she does have increased pain. Pt said she fell against a post in mid-april and the issue of turning off seems to have started after the fall. Rep checked impedances and all the impedances seem to be within range. Rep switch to a low rate program and the pt said she feels the stimulation in the correct area. There does not appear to be any issue wit the leads since the fall. Technical services (ts) did recharge interval calculation and the recharge interval should be about 5-6 days, the pt said the battery depletes to empty in 2-3 days. Ts suspects the ins is turning off because the ins depletes and the pt is not aware that stim has turned off. Ts reviewed that the pt should check if ins is on before and after charging. The rep setup a low rate program for the pt to use. The issue was not resolved through troubleshooting.